Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that fiber does not exhibit signs of usage. The fiber is broken within the white tubing at 2.5 inches from input connector, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. The fiber break cause was undetermined if due to excessive bending occurred either during preparation or shipping. An evaluation conclusion code cause not established was assigned to this investigation.

Event description:
Analysis of the device found that there was break along the fiber body. There was no patient injury reported.